Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had pocket pain. The patient underwent a revision procedure wherein the ipg was moved to a different pocket site. The patient was doing well post operatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had pocket pain. The patient underwent a revision procedure wherein the ipg was moved to a different pocket site. The patient was doing well post operatively.